Manufacturer narrative:
This report is being submitted to correct the due date to january 23, 2026.

Event description:
A trilogy 100 was returned to the third-party service center for repair. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. The trilogy 100 was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the device failed testing due to a leak. No repairs were performed; the device was remediated but returned unrepaired, and no specific component information was available. The device dispositioned per internal procedures, and a final report is being submitted.